Event description:
The following additional information was obtained on 12 mar 2010: at the end of (B)(6) 2010, the patient's peritoneal dialysis catheter was replaced. On an unreported date in (B)(6) 2010, the patient was recovered from the event.

Manufacturer narrative:
(B) (4). The device has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.

Event description:
This is a report by a physician from (B) (6) of peritonitis in a patient coincident with dianeal n therapy. On an unreported date, the patient began peritoneal dialysis (pd) therapy with dianeal n and a clean flash (uv assist device). It was reported that a leakage occurred when the tubing was pinched in the lid. There was patient injury and medical intervention. The actual sample is available for evaluation. At the end of 2009, the patient's uv transfer set tube had a hole due to it being tucked in the clean flash device. The patient had peritonitis and was hospitalized. On an unreported date, micro-organism of the peritonitis was identified but details were not reported. As of (B) (6) 2010, the patient was not recovered from the event. The patient's pd therapy was ongoing. Per the physician, the event was not related to pd products. He thought that inappropriate use of the clean flash caused the hole of the uv transfer set tube and the event was related to a break in aseptic technique. The following additional information was received on 28jan2010: on (B) (6) 2009, during capd bag exchanges, the patient's uv transfer set tube had a hole due to tucking it with the clean flash device. However, the patient covered the hole with tape and continued capd bag exchanges. On (B) (6) 2009, the patient had abdominal pain and his peritoneal effluent was cloudy. The patient went to the hospital, was diagnosed with peritonitis, and was hospitalized on the same date. As of (B) (6) 2010, the patient had not recovered from the event.

Event description:
It was reported that the patient received five inappriopriate shocks. The lead was replaced. There were no patient complications reported as a result of this event. The patient outcome was reported to be ok.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved in the event was received for evaluation. The transfer set was received with the cap on the spike and no cap on the patient connector. A japanese lab titanium adapter was functionally hand-tightened to the transfer set without difficulty. The set was tested underwater at 8 pounds per square inch (psi) with a leak noted from a cut (circular in appearance) 1 5/8 inch from the sleeve in the closed position. The reported condition was therefore confirmed in the laboratory.

Manufacturer narrative:
(B)(4).the 510(k) number provided in the initial medwatch report for this incident was inadvertently provided. A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.